Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Event description:
It was reported that the 2.5 x 15 mm trek dilatation catheter was prepared for use. No difficulty was noted removing the protective sheath and stylet. There was no difficulty advancing the trek dilatation catheter; however, when the device was inserted into the guide catheter, the trek separated at the hypotube. The device was not used and a second trek was used without issue. There was no adverse patient effect and no clinically significant delay. No additional information was provided.